Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site, and was treated with medication (specific type and duration not reported). The patient was placed under general anesthesia on (B)(6) 2020, in order to excise the inflamed soft tissue, undermine the scalp, and remove the abutment. The implanted device remains.